Event description:
It was reported that the patient presented to the clinic with pocket erosion and the device was found visible from the opened incision site. The implantable cardiac monitor (icm) was explanted to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.